Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The patient stated "a week ago I got the new batteries (all of eight batteries), and charges them all 11 batteries." They had mentioned that they had read about the ventricular assist device (vad) and noticed a lot about it and talked to the vad coordinators. Then the patient said they had a controller "going out" after receiving the new batteries a week prior. The patient said that the controller said something about "stopping out". The patient stated this was "pretty nerve wrecking" because they are all by their self with their service dog. The patient had a conversation with the vad coordinators and they discussed "red light and the vad stopped working for a few seconds on it because of the controller.". The patient addressed that they "just need to be assured that the batteries and the controller issues are not correlated or caused by those batteries.". The controller was exchanged, the batteries and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿controller 2.0; model #: unk/ catalog #: unk / expiration date: unk / serial #: unknown UDI #:asku; no; mfg date: unk labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 15-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 17-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 17-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 17-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 17-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 15-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 15-jun-2022; labeled for single use: no. Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2023/ serial #: (B)(4); UDI #:(B)(4); device evaluated: no. Mfg date: 17-jun-2022; labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) , one (1) controller (unknown serial number) and eight (8) batteries (B)(6) were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered. A possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The reported controller "going out", "stopping out", and the "red light and the vad stopped working for a few seconds¿ event likely corresponds with a controller loss of power, which can likely be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. There is insufficient information regarding the reported battery issues. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: serial #: h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.